Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Patient was identified as a bilateral and doi for right side was identified and corrected. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this complaint closed. This is a duplicate report of 1818910-2013-20195. This report, 1818910-2013-18352, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-20195.

Event description:
Update: (B)(6) 2013 - litigation alleges pain, physical injury, bodily impairment, and elevated ion levels. Update: (B)(6) 2013 - medical records received (B)(6) 2013. Revision operative report indicates the following: elevated cobalt and chromium levels; hypertrophied synovium; metallosis. The information received does not change the MDR decision.

Event description:
Patient was revised due to elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.